Event description:
The patient had not been followed-up in the past two years. During interrogation of the pulse generator the patient went into asystole. Interrogation revealed that the device was at elective replacement indicator (eri) and the ventricular output was at 1.25 v. The egms were atrial - ventricular pacing, however not enough output to capture. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.